Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter is giving inaccurate reading of "245 mg/dl" compared to normal reading/feeling. The patient's diabetes is managed with an insulin pump. On (B)(6) 2010 at 11:23 pm, the patient allegedly increased her insulin by 2.3 unit based on the alleged inaccurate high reading. At 2 am, the patient obtained a blood glucose reading of "23 mg/dl" while exhibiting symptoms of "sweating and shaking." There was no allegation of medical intervention for severe hypoglycemia or hyperglycemia as a result of the product issue. According to the troubleshooting performed with customer service, the patient did not have any control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly had symptoms that can be associated with hypoglycemia after she took insulin based on the lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where the tubing was leaking from the connector due to a missing plastic part on (B)(6), 2010 with the dehp free solution administration set. This incident occurred during priming / setup. There was no patient injury or medical intervention associated with this report. No additional information was available.